Event description:
It was reported that a malfunction code was displayed on the customer's device, identified as malf 0. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and there were no recurrences of the malfunction code after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.